Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is filed after subsequent review of literature article: rigid occipitocervical fixation: indications, outcomes, and complications in the modern era. Robin bhatia, ph.d., f.r.c.s. (Sn), ruth m. Desouza, m.r.c.s., jonathan bull, f.r.c.s. (Sn), and adr ian t. H. Casey, f.r.c.s. (Sn). Manuscript submitted july 15, 2012. Accepted january 23, 2013. Please include this information when citing this paper: published online february 22, 2013; doi: 10.3171/2013.1.spine12645. N=4: post op rod fracture, n=4: post op screw backout.